Manufacturer narrative:
The finished good lot specific to this event is not known; therefore, lot history and device history record review was not possible. One medicine cup with lid was returned along with two pieces of sponge gauze and both were visually inspected. The medicine cup had an arrow drawn on the inside bottom portion of the cup. The affiliate analyzed the sample and observed fibers in the medicine cup. A photo was provided confirming the tiny fibers. The samples were forwarded to manufacturing site, but upon visual inspection the fibers could not be found, only small scratches in the plastic material. It is possible that the fibers were lost in transit. The root cause of the customer's complaint could not be established as the fibers were not found in the samples received to test. Without a sample, it is not possible to isolate to analyze the fibers and determine a root cause. Possible root causes could be an error made during the custom pak assembly process and an error made during the manufacturing process of one of the component suppliers. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. Action will not be taken for this occurrence. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Approximately one year ago a sample was received but inspection could not find fibers, only scratches in the plastic material of the medicine cup. We received another sample approximately one year from the last received sample. It is unknown if this sample is from the eye that originated from the original custom pak from one year ago based on the timeline of this specific report. One piece of a white woven fabric cloth was returned in a medicine cup inside a ziploc bag. A string of the fabric from the cloth was also observed in the bag. The material from the eye could not be found. The root cause of the customer's complaint could not be established with the information available. A fibrous white fabric cloth was returned in a ziploc bag with a string of fabric from the cloth. Action will not be taken for this occurrence. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. Manufacturing management and quality engineering materials will be made aware of this complaint through the monthly complaint review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported fibrous foreign material was confirmed in iris (anterior chamber) of patient eye a day after procedure. The foreign material was immediately removed. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.